Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). An x-ray confirmed lead dislodgement. The lead was explanted and replaced with a competitor¿s product. The lead was not retrieved and thus will not be returned for analysis. No additional adverse patient effects were reported.